Manufacturer narrative:
Patient information was not made available from the site stating that in (B)(6), the patient information cannot be provided without patient's acceptance. On 05/16/2016 a medtronic representative, following-up at the site, reported was informed that after the procedure was completed, the active reference frame and active probe seemed to have recognition failure in the aseptic field. The procedure was performed and completed without navigation. There was no patient impact. The medtronic representative confirmed that each led had recognition failure for both devices. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the small active cranial reference frame and the active probe were not being seen by their navigation system. As an incision had already been made, the surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.